Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. Approx 30 minutes delay.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. Appearance of item and inspection records identified the target device returned being of new design version which already was manufactured from peek material. Deviations in the inspection documents were not found. A check of the function on 100% of the device (sub-supplier) and additional in-house spot check of the lot number in question revealed function were given in full on the device at the stage of delivery. As the device had been in use for approx. 8 years (manufacturing dates: 2009) we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The reported misdrilling was not reproducible: all proximal and distal nail holes were passed without nail contact. The target device was found fully functional. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g.: no fully tightened nail holding screw, bending forces to the drill / drill sleeve during drilling, drill sleeve has no contact to the bone surface, usage of worn drills. Regarding misdrilling the operative technique has already been modified by ecn (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The IFU addresses further that hitting target devices is not allowed other than those with an integrated strike plate. Additionally the cleaning, sterilization and maintenance guide includes examples of damaged target devices that shall be replaced. Since 2013 a new target device (cat# (B)(4)) is available with a threaded slot for a strike plate. Hammering for nail insertion and/or correction is possible with assembled strike plate and/or universal rod. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. 30 minutes delay. Only distal matters observed no proximal miss drilling reported.